Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump not showing anything on the screen. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated display was flashing gray and alarming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform displacement test or confirm frozen screen or display anomaly due to blank display. Device also received with cracked case and cracked battery tube threads.